Event description:
Footboard at the bottom of the table was detachable, and when the staff did the gi series they started in a vertical position with the pt standing on the footboard. The tip went back to horizontal position for part of the test and then returned to a vertical position. Pt was the 6th pt of the day. The footboard was put on in the morning and it was shaked back and forward. There was no problem with the other five pts. Pt was laying down then returned to a vertical position and the footboard fell off causing the pt to fall and strike her left shoulder on the table. Immediatley, the staff took pt's x-ray and he got treatment. Risk mgr shook the footboard and it seemed very secure. They moved the table back and forth and the footboard came off again. Biomed and co checked the table and found the table to lock sufficiently and to be secure. Risk mgr felt that something needed to be done about the footboard lock. She believes the device should have a mark showing that the footboard is in a locked position.